Manufacturer narrative:
Investigation conducted by the isi field service engineer concluded that the vision issue experienced by the customer was associated with the camera, which the site reportedly dropped prior starting the surgical procedure. The camera produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. A camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The camera was returned to the original equipment manufacturer (OEM) for evaluation. The OEM observed that the camera stage had been damaged from an impact, thus resulting in the vision issue experienced by the customer. As of may 26, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the beginning of a da vinci s surgical procedure, the site experienced double vision with the image displayed in the surgeon console. The site tried multiple endoscopes, however, the vision issue continued to recur. The patient was under anesthesia the port incisions had been made when the surgical staff made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.